Event description:
It was reported that post implant there was one dropped ventricular paced beat once every hour and thirty seconds. The sensitivity of the implantable pulse generator (ipg) was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.